Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that lately they were experiencing unexplainable high blood glucose. The customer had changed the infusion set twice and none of the cannulas were bent. The customer's blood glucose level was 587 mg/dl. The customer had symptoms of being thirsty and having a headache. The customer treated their high blood glucose with a syringe. The customer declined to check for the presence of air bubbles. The bolus history displayed all the entries based on their recollection. The customer also declined to perform the no delivery test. The customer was advised to continue monitoring their blood glucose and call back if any issue arises. The device will not return for analysis.